Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was used to deliver morphine.

Event description:
It was reported "they" redid the patient's "sheet bleeding for three and a half weeks" after the patient's first implant. It was further reported when the patient was first implanted with a pump, they were bleeding for 3 weeks until she was able to see their doctor. The patient was "put" in the hospital when the healthcare professional (hcp) saw the patient and then the pump was revised on (B)(6).